Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08785 inches. No over delivery anomalies noted. Unit was received missing end cap sticker, cracked reservoir tube lip, cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 36 mg/dl at the time of admission, and 230 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer believes the pump was over delivering insulin. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was completed. The customer had a high on the night before the call, treated with a bolus, and woke up low. The insulin pump will be returned for analysis.